Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the customer recreated the image database and then restarted the system to complete the procedure. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to perform exposure. A review of the system log file showed malfunctioning of the ip-pc. Upon functional testing, the fse tried to recreate the image storage and multiple restarts to resolve the issue, but it persisted. The cause of the ippc failure could not be conclusively determined by the supplier's part analysis however, the replacement of the ip pc and imaging hard drives and recreation of the frontal image store on the imaging drives by the fse resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to perform exposure. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.